Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer via phone call that they were changing the infusion set when the insulin pump alarmed a compromised force sensor system. The customer¿s blood glucose level was 160 mg/dl. Troubleshooting was performed. It was found that the drive support cap was sticking out. One week prior to the incident the black cap came off of it. The device will be replaced and returned for analysis.